Event description:
Pt was receiving hemodialysis via right forearm fistula with two 14g needles at a 500 blood flow. The pt had 30 minutes left of his treatment. His access was uncovered and laying on his lap. He noticed blood on his arm. Treatment was immediately stopped, his needles were butterflied in place with the 3m single use roll tape. The tape was still intact but the venous needle had backed out to where the tip was still putting enough pressure as to not cause a drop in the venous pressure, thus not activating the venous alarm. Blood had leaked from around the venous needle between the arm and the side of the chair, under the blanket, and down inside the chair onto the floor. The pt was re-infused with 700 cc of normal saline and transferred to the emergency room at hospital. He received 2 units of packed red blood cells, was admitted and received dialysis following the transfusion.